Manufacturer narrative:
(B)(4). A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. Moreover, the spyscope ds device was received loaded with a spybite and the spybite was stuck at the distal end. It was not possible to unload the spybite from the spyscope ds. The distal tip of the spyscope would articulate without issue and was not loose. The proximal end of the distal cap was aligned to the cap weld. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. The complaint was consistent with the complaint incident of difficult/unable to advance accessories. The working channel sleeve protrusion could have been generated by the manipulation of the device during the procedure. Therefore, the most probable root cause for the complaint is operational context, as the issue was most likely due to some operational or anatomical aspect of the procedure a DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after performing multiple biopsies, it was noticed that there was difficulty advancing the spybite biopsy forceps through the spyscope ds. The forceps would not exit the spyscope. The duodenoscope and spy scope were manipulated until the spybite was able to exit the scope. Reportedly, enough tissue was obtained and the procedure was completed. Additionally, there was no visible damage noted on the spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay." Investigation results revealed on january 27, 2017 that the working channel sleeve protruded from the tip of the spyscope ds.